Manufacturer narrative:
Section : corrected. Section catalog number, primary UDI number: corrected.

Event description:
Additional information reported that the product was used during unintentionally pump stop command was the system monitor and not the heartmate touch.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
T was reported that there were two low speed operations noted on the night of (B)(6)2024. The patient was inpatient and being treated for gastrointestinal (gi) bleed. No other pump abnormalities were noted. Log files showed two transient low speed advisories on (B)(6) 2024 at around 8:15 pm. Speed drops were as low as 120 rpm. These events were confirmed to be due to the motor stopped command (stop pump) feature being enabled, which reportedly was accidental. The events prior to the pump stop command being initiated were unclear. No patient issues/harm was resulted from the low speed events. As for treatment for bleeding, anticoagulation was held. Endoscopy, colonoscopy and computed tomography angiography (cta) were performed to identify the source of bleeding, but they were unable to reach the area of concern via gastrointestinal procedures. The bleeding was reported as resolved with plans to monitoring for reoccurrence of bleed. Related MFR 2916596-2024-01255.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed. The submitted controller event log file captured the pump stop command being received from the system monitor at 20:15:55, which resulted in the pump speed dropping to 120 rpm at 20:15:56. The pump speed was then captured above the low speed limit at 20:15:59. The pump stop command was then received again at 20:15:59, which resulted in the pump speed dropping to 120 rpm at 20:16:00. The pump speed was then captured above the low speed limit at 20:16:03. The remainder of the log file captured the pump operating within the expected range without issue. The log file captured pump off and low flow hazard alarms associated with the pump stop event, as intended. No additional pump stops were observed. Additional information provided stated that the pump stop button was unintentionally initiated on the system monitor. It was reported that there were not any display issues or overlapping buttons noted on the system monitor at the time of the event. The reported event was determined to be due to the user unintentionally pressing the pump stop button on the system monitor. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 instructions for use (IFU) (rev. C) section 4 ¿system monitor¿ explains how to use the system monitor. This section explains the pump stop button. This section states ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow hazard alarm conditions, and the actions to take when the alarms occur. Heartmate 3 instructions for use (IFU) (rev. C) section f entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.